Event description:
Per the clinic, the patient experienced a recurrent skin infection at the abutment site. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022 in order to remove the abutment.